Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and developed heart block post capture management. It was also identified that the right ventricular (rv) lead exhibited high thresholds, unstable thresholds, loss of capture and intermittent capture and the patient experienced light headedness and presyncope and passed out. The rv lead was reprogrammed and later capped and replaced. No further patient complications have been reported as a result of this event.